Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that elective replacement indicator (eri) was seen a couple of months ago in 2017 on a non-rechargeable implantable neurostimulator (ins). The caller reported that they thought the ins would last 2 years according to the manufacturer representative. There were no patient symptoms reported. The caller was redirected to the health care professional (hcp) for a plan for replacement. No further complications were reported.